Manufacturer narrative:
(B)(4) no code available used: hyperkalemia, (B)(4) no code available used: hypokalemia conclusion: there is no documentation to show a causal relationship between the patient¿s shortness of breath, fluid volume overload and hospitalization and subsequent diagnosis of congestive heart failure and pulmonary edema and the liberty cycler. Additionally, there are no allegations of a device malfunction against the liberty cycler. It is unknown if the patient experienced fluid overload due to pd therapy or if the pd therapy exacerbated the symptoms that the patient was experiencing due to congestive heart failure. The patient had multiple cardiac comorbidities that could have contributed to the hospitalization and a bnp of 3711.3 pg/ml which is indicative of congestive heart failure. There is a temporal association between pd therapy and the patient¿s hypokalemia. Pd therapy removes potassium from the patient during each treatment through the dialysate. This patient is known to have chronic hypokalemia. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed by a post market surveillance clinician. A peritoneal dialysis registered nurse (pdrn) documented this patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2017 for complaint of shortness of breath due to congestive heart failure. The patient presented to the emergency room and stated that the shortness of breath started four days ago which progressively got worse and she had an approximate weight gain of four pounds (start and end weight unknown). The patient was noted to be in congestive heart failure (diagnosed with chest x-ray) with transient atrial fibrillation, which was newly onset as seen on EKG. Chest x-ray and chest computed tomography (CT) scan confirmed presence of pulmonary edema. The patient was also diagnosed with respiratory failure with hypoxia as spo2 was found to be in the mid to low 80s on room air and she was placed on oxygen resulting in 92% on 1 liter nasal cannula. The patient¿s cardiac enzymes were elevated; troponin 0.110; brain natriuretic peptide (bnp) 3,711.3; activated partial thromboplastin time (aptt) 73.7. The patient had no previous history of angina or myocardial infarction. According to the patient¿s daughter, she was unable to remove much fluid during peritoneal dialysis (pd) treatments over the past few days. The patient showed minimal swelling in her extremities. Her appetite had been poor and she denied any excess salt intake. During evaluation of the patient¿s systems it was documented the patient still had some urine production, low grade temperature on admission (99.1 f), lungs revealed diminished breath sounds over both bases with scattered rales. The patient lab results showed a white blood cell (wbc) count of 19,900 (units unknown) and was started on intravenous (IV) antibiotic rocephin (dose, strength, route, frequency and duration unknown). Initially, the patient¿s pd effluent was cloudy and yellowish but all cultures came back negative. The labs also confirmed hypokalemia as her potassium value was 3.3 mmol/l. The patient had chronic hypokalemia and is prescribed/treated with 10 meq of potassium daily which was increased to 20 meq orally twice a day. Due to the patient¿s fluid volume overload, during hospitalization the patient was transitioned to hemodialysis (hd) for rrt. A temporary dialysis catheter was placed and hd was completed with prompt improvement. The patient was started on IV diuretics (type, dose, strength, route, frequency and duration unknown) and rate controlling agents. The patient over time spontaneously converted to sinus rhythm. The patient was switched back to pd therapy (unknown date) prior to discharge. The patient was evaluated for transition to a rehabilitation facility and was discharged (B)(6) 2018 in hemodynamically stable condition to the facility.